Event description:
Four (4) defective sensors in total all w/ lot hg5ubc6, exp 10/25/2022. On (B)(6) 2022 - sensor didn't calibrate correctly and kept saying to replace, when pt went to replace it, she notice the-re was blood all over the sensor. (Pt admits, this was maybe user error) (B)(6) 2022 - the sensor prompted her to replace it on day 2 one sensor in (B)(6) 2022 and one sensor. In (B)(6) 2022 - needle inside the sensor didn't activate despite proper application.